Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer to reach out to a healthcare provider in order to obtain an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.